Event description:
I installed a new stelo glucose sensor I noticed that it's readings were 40 points or more higher than the previous sensor. I have continued to test during this sensor session and readings were consistently 30-50 points higher than a finger stick.